Manufacturer narrative:
(B)(4). Concomitant medical products: item #65771101220, continuum cluster-hole shell, 52 ii, lot #64108383; item #00620205622 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, lot #62636895; item #00630505636, liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell lot #62661287. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised approximately three years post due to pain, elevated metal ions, corrosion, adverse local tissue response. Additional information was requested, however no information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a4; b7; g3; h2; h6. H6: component code mechanical (g04) - head. Additional medical records provided are for a 2nd revision. Issues related to liner and locking ring described below and captured in linked complaint. Patient information was received. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post implantation due to pain, elevated metal ion levels and significant trendelenburg gait. During the procedure, a large pseudotumor was noted along with a large amount of cloudy, non-purulent fluid expressed form the joint. Very little abductor muscle was left posteriorly and dead tissue was debrided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels, pseudotumor and cloudy fluid within the joint. Additional information does not affect the previously investigated root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -01548.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised approximately three years post due to pain leading to ambulation difficulties, elevated metal ions, corrosion, adverse local tissue response, pseudotumor and tissue/abductor damage. Additional information was requested, however no further information was available.